Event description:
Information was received that the patient was seen earlier in the month and no changes were made to the vns and the patient is just "super sensitive" to the device per the physician. No additional relevant information has been received to date.

Event description:
Social media comment was received from the patient who reports that the stimulation shocks can hurt like (B)(4) and that the patient is still having seizures including a grand mal and has been having many recently. No additional relevant information has been received to date.